Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reported the following, "had an optiray 320 explode at the end of the barrel of the pre-filled syringe during a cardiac cath." Follow up info reveals that approx 0-10ml injected before failure; they were unable to determine as most of the contrast was delivered out the cracked syringe onto the end of the sterile field. No injector warnings displayed. Contrast is not warmed prior to use. Namic clearacil 48 inch (part (B)(4)) and namic flexcil 20 inch (B)(4), 6f boston scientific pigtail catheter; psi set at 1200; achieved psi unk, but the last two since the failure were 764 and 768. They do not inject through the manifold. Syringe failed in multiple areas - cracks on side of syringe, tip cracked off and also sheared the syringe tip. On (B)(6): customer reports they do not feel the injector system demonstrated a failure mode during this event which may have caused the syringe failure. Customer is not requesting the injector system be evaluated due to this event.